Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknow. Initial reported also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient had suddenly gone into "off state" so a decision was made to check and change the insertion device. The patient stated not managing to pull the cover off in a straight manner. A new infusion tube and site connector was attached to the pump and set to prime. It was further stated that it was not noted if the cannula was bent. No patient injury was reported.